Event description:
A misaligned positive sample identification system (bar code scanner) on a device 9501rc clinical chemistry analyzer caused the misidentification of patient sample tubes. Customer stated that mismatched results were reported to physicians. Customer also stated that to the best of their knowledge no patient injury resulted from this incident. Scanner has been realigned by service engineer.